Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report there was a connection issue on the pilot balloon. Customer indicated there was no patient involvement with this event.

Manufacturer narrative:
The sample was received for analysis and the reported issue was confirmed. A inflation/deflation test was performed and it was observed inflation/deflation was difficult. A visual inspection was performed and it was observed the inflation line tubing is collapsed inside the lumen of the tube. Information has been added to the database and trends will continue to be monitored. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report regarding an endotracheal tube. The customer reported that injecting and removing air was difficult due to a connection failure of the pilot balloon. No patient involvement.